Event description:
The 5mm versaone optical trocar with fixation cannula became bent after insertion into patient's abdomen. No harm was caused to patient and trocar was withdrawn and submitted for processing.